Event description:
It was reported that per preventive maintenance alarm 77(non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Hgbp solenoid valve not cycling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a fault within the hot gas bypass valve of the chiller. The device was evaluated upon receipt. Alarm 77 - unit not cooling. Replaced chiller. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance alarm 77(non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Hgbp solenoid valve not cycling. Per follow up information received on 01nov2024, it was reported that the sample received. No patient involved at the time of the malfunction.